Manufacturer narrative:
It was reported that the 7fr avanti sheath tip separated while attempting to pull the sheath into the patient. An additional procedure was performed in order to locate and remove the tip by the use of a snaring device. Attempts to gather further information were unsuccessful.  The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.   Additional information requested is still pending and will be submitted once the additional information is received.

Manufacturer narrative:
The product was not returned for analysis.  Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the 7fr avanti sheath tip broke off (separated) while attempting to pull the sheath in the patient. Interventional radiology & fluoroscopy on the sheath was performed, the sheath tip was located and snared from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report has been updated to include the additional information requested from the FDA. The initial information regarding the request has been sent in the initial report however, the report number from the request wasn't included. The report number from the initial request is (B)(4). The additional information for this request is still on going as I am still following up on the additional information from the sales rep for the lot number, a complete description of the event, and distribution information.